Event description:
Patient reported "connect plug to monitor" alarm even when the therapy cable is attached. All troubleshooting steps failed. Wcd role in the event is pending evaluation of to-be-returned device.